Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device did not charge. No more information available.

Manufacturer narrative:
The device intended for use in treatment has been returned and evaluated. The visual inspection and functional evaluation confirmed the device dc inlet port was defective, subsequently, the device was unable to operate, this established a relationship between the device and failure reported. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure mode has been reviewed and shown that in the previous five years there have been further instances. These instances are being monitored to determine if additional corrective or preventative actions are required. This investigation has now been closed and recorded as a mechanical component failure.